Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips and control solution have been returned and evaluated by lifescan product analysis with the following findings: the test strips and control solution passed all testing with no faults found. The reported issue could not be confirmed. Due to the return date of the test strips, retains were ordered for testing; the retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate low control solution result. The reporter claimed obtaining control solution results of ¿5.4 mmol/l¿ which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.